Event description:
It was reported that a device was implanted in a patient in an unspecified spinal procedure. It was reported that a patient developed bone erosion post-operatively at the l2-3-4 levels.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Medical interpretation: multiple x-rays and MRI of l4/5 transforaminal lumbar interbody fusion (tlif). X-ray should find interval position without sclerosis. Endstage degenerative disc disease (ddd) also noted at l5. Subsequent MRI sagittal views show sclerosis of endplates, lack of solid fusion and erosion about spacer.

Event description:
Medical interpretation: multiple x-rays and MRI of l4/5 transforaminal lumbar interbody fusion (tlif). X-ray shoulf find interval position without sclerosis. Endstage degenerative disc disease (ddd) also noted at l5. Susequent MRI sagittal views show sclerosis of endplates, lack of solid fusion and erosion about spacer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.